Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11: this is an addendum to the initial emdr submitted (MDR number: 1213643-2021-03455). It was identified that the emdr is a duplicate of a previously reported event (MDR number: 1213643-2019-03550). As such, this supplemental emdr is submitted to report the information. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with symptomatic ventral hernia, fibroid uterus versus malignancy thereby underwent open repair. Hernia sac was dissected out. (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralight st mesh (device #1). Per operative notes, ¿a ventralight st mesh (device #1) was implanted and sutured.¿ (B)(6) 2016 - patient was diagnosed with adhesion, morbid obesity thereby underwent laparoscopic repair with sleeve gastrectomy and extensive lysis of adhesion. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug and patch. Per operative notes, ¿a perfix plug was implanted and sutured.¿